Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust the stimulation using the pt programmer. The display showed a power on reset (por) message. The por message began showing after going through an airport security over the christmas holiday. The pt called for technical assistance. The pt was able to clear the message.